Manufacturer narrative:
Concomitant products: 6943 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had a charge circuit timeout/charge circuit disabled alert, which was triggered due to prolonged capacitor formation times. The patient chose not to replace the device. The device is still in use. No patient complications have been reported as a result of this event.